Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment day. The logfile shows fourteen successfully performed treatments on that day. The logfile shows that the reported treatment of the patient¿s left eye was performed successfully without interruptions. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. Based on the event covered by the current record, the field service engineer has prepared an service and installation record confirming that the device is functioning normally. No root cause for the customer's reported event could be determined as the investigation was unable to verify what specific factors could have contributed as the reported issue was reported within the healing time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the patient had experienced significant increase in astigmatism which loses two diopters in the left eye after refractive surgery. There are two related reports for this patient. This report addresses the patient (B)(6), left eye and another manufacturer report will be filed for the fellow eye.